Event description:
It was reported that patient had the primary knee replacement but felt pain from the surgery. There was no clear reason for the pain from looking at the x-ray so surgeon had to remove implant during a revision knee.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00471, 243-02-107, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.